Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their spouse had an implant a couple of weeks ago, and now they are back home, but nobody has contacted them yet about setting up a physician in their new area. Caller said that the patient had an MRI yesterday, but the patient came back constipated. Caller said that they got a call early this morning, and the caller said to the nurse that their spouse had a stimulator. Caller said that possibly, the ins should be turned off. Caller said that when the patient got implanted, the representative explained the therapy, but the caller said that they didn't know the things that needed to be done. Caller said that everything was pretty good with the patient's therapy, but the patient went to their dental practitioner a couple of days ago and the practitioner got concerned because the patient had lost some weight due to different things going on so their doctor set up a battery of tests and the first one was a cat scan and the next day patient had another MRI for their stomach. Caller said that the patient goes on pretty regularly and doesn't have any problems till the last day or two. Agent emailed caller physician listings.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the MRI did not affect the device/therapy. No steps were needed to resolve the issue.